Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5521-b-500, tri ts baseplate size 5, lot code: fxud. Cat. No.: 5560-s-115, triathlon cemented stem-15mm x 50mm, lot code: m7c07j. Cat. No.: 5560-s-209, tri cemented stem 9mmx100mm, n5c05i . Cat. No.: 5570-s-080, triathlon total knee system offset adapter 8mm, lot code: m3w41a . Cat. No.: 5512-f-601, tri ts femur sz6 left, lot code: earm. Cat. No.: 5551-g-350, triathlon asymmetric x3 patella, lot code: 3kym . Cat. No.: b000-1300, rv.univ. Cement restrictor w/di, lot code: 6m8193 . Cat. No.: b000-1185, sm.univ. Cement restrictor w/di, lot code: 6m8252. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient had infected joint from previous surgery. Surgeon revised it with a cement spacer.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Patient had infected joint from previous surgery. Surgeon revised it with a cement spacer.